Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device failed self-test. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. Service department. The malfunction was verified and the pace/defib board was replaced to remedy the problem. The device was recertified and returned to the customer. The pace/defib board was returned to zoll medical us. The malfunction was verified and attributed to a faulty capacitor on the pace/defib board. Analysis for reports of this type has not identified an increase in trend.